Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator via a manufacturer¿s representative (rep). The rep reported that the patient felt stimulation in areas of pain but it didn't help. The rep reported that they tried reprogramming several times in the past but it didn't help. The rep reported that the patient wanted to be able to get an MRI. The rep reported that the patient wanted to have surgery in which device may have been in way of surgery. The rep reported that an explant was done. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.